Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 1st inflation at 6 atmospheres. The balloon was removed from the patient's body and procedure was completed with another of the same device. No patient complication was reported.